Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. A system message indicating that the auxiliary illuminator need to be replaced was found in the event log. The auxiliary illuminator module was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported that at the beginning of a surgical case, after entering the eye, the system displayed a message indicating there was an aspiration level sensor problem detected. The system was restarted several times with the same result. The system was exchanged and the case was completed after a 30 minute delay. The patient has experienced no complications or additional treatment.